Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The patient was hospitalized for the peritonitis. The patient stated they were on peritoneal dialysis (pd) therapy for one day and then went to in-center hemodialysis for two weeks. The home patient is currently back on the pd therapy regimen. The patient was retrained on proper aseptic technique. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.